Manufacturer narrative:
(B)(4).

Event description:
It was reported that low hv lead impedance was observed during dft testing. Programming changes were made. Patient was stable at the end of the procedure.